Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy in the patient's aorta and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy in the patient's aorta and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were returned outside both the loading device and delivery device. Blood was observed on the outside and inside of the loading device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The tether was observed to be cut and the seal was observed to be unraveled with blood. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure to deploy¿ was not confirmed.